Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Most recent battery measurement was 2.6241 volts on (B)(4) 2015. Rrt had not been triggered. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after four years and ten months. The physician inquired if this was within product specification. The device was explanted and replaced. No patient complications have been reported as a result of this event.